Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 19 april 2024, it was reported that there was damage to infusion set tubing which was bent at site. Patient blood glucose level was 300 mg/dl. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.